Event description:
Patient reported she started feeling nauseated in 2009 and thought she had the flu. She stated every time she checked her readings, her readings were higher than they should have been. Patient reported this morning she woke up with a reading at 398 mg/dl, she bolused 8 units of insulin and an hour later, it was only down to 329 mg/dl. Advised not to use the tubing more than 6 days. She stated that the current cartridge has only been used one time but she does use cartridges two times. Advised that the cartridges are one time use only. Advised to change the adapter with every 10th cartridge change. Advised to always attach the adapter and tubing before inserting the cartridge. Explained how to adjust the piston rod to 310 units when using a cartridge with 315 units. Patient reported she has not has any occlusions or error messages on the infusion device other than the normal low battery warning. On call back five days later, patient reported she switched to her backup infusion device and her blood glucose remained elevated. She stated, she was admitted to the hospital this morning for "extremely high blood sugars." Recently bolused 15 units for snack and a correction for blood glucose of "400 and something." Advised to speak with her physician for a backup method of insulin delivery if she is not able to get supplies. On call back three days later, patient reported her physician explained that the readings were probably elevated because of her heart condition. She stated now that she has been released and undergone surgery, her readings have returned to normal. Patient reported she was released the day before. No product return was requested. She stated the infusion device displayed e4 (occlusion) error. Reviewed causes of occlusions. Had patient disconnect from pig-tail and bolus 4 units through infusion tubing. This was successful. Advised patient additional supplies are needed to complete troubleshooting for occlusion. Advised needle needs to be changed, while placing infusion site in a new location.

Manufacturer narrative:
No product will be returned for evaluation.